Manufacturer narrative:
The product was examined visually under magnification. The screw hole in the plate where the screw backed out has less wear on the threads and counterbore flat, as compared with the other screw holes. The screw that backed out has less wear when compared to the returned screw that broke. The screw that backed out also has very little wear on the flat on the underside of the head. This indicates that the backed out screw may not have been tight in the screw hole. The broken screw broke during the removal surgery. Additional mdrs associated with this event: 3025141-2017-00234: screw 1. 3025141-2017-00235: screw 2.

Event description:
At two weeks post op, an implanted screw began to back out. By 6 weeks post op, the screw head was prominent. The surgeon removed the screws and plate because of screw position and irritation to surrounding tissues. The backed out screw, a screw that broke during removal and the plate were returned to acumed.